Manufacturer narrative:
During the processing is complaint, attempts were made to obtain the implant date for the reported device, but unable to obtain. Date of event is estimated.

Event description:
It was reported that the patient stopped using and charging the scs system due to ineffective therapy. As such, the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.